Manufacturer narrative:
Investigation completed on (B)(6) 2018. During evaluation, it was observed that both handles were too loose. Device history record showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. The customer's complaint was confirmed. The root cause of the reported issue was that the unit was out of adjustment for the handle locking mechanism.

Event description:
It was initially reported by the distributor that the a2009 ultra 360 patient positioning system collapsed under pressure during meningioma surgery on an unknown date. The patient was not injured and the event did not lead to an increase in surgery time. Another unit was used to finish the procedure. Additional information was received on 12feb2018 with the following information: the dysfunction was further described as the device was not stable; when locking, "it collapses and sinks down". It was reported that initially, the pressure that was applied on the device was normal. But, just before they started the surgery, the pressure changed which forced the surgeon to remove the device and not use it.